Event description:
Caller states that she obtained a reading of hi and took 8 units of insulin. She states that 3 hours later she called the doctor because the result was still hi. The doctor advised her to take more insulin. She states that her spouse found her passed out 45 minutes later and called the paramedics. She states that on the paramedic's device her blood glucose read 28mg/dl and after she was transported to the hospital a lab draw read 23mg/dl. She states that her device still read hi at this time. She remained in the hospital approximately 9 days. She states that she was treated in the hospital with a glucose IV. No strip information was provided. She states that glucose control solutions were used, but does not recall the results. Requested return of suspect device and replacement was sent.